Event description:
There was an allegation of discrepant high cardiac markers assay results for one patient sample tested on a cobas e 801 analytical unit. This medwatch will apply to the elecsys troponin t hs assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the elecsys ck-mb assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the elecsys myoglobin assay. Given the discrepancy between the high cardiac markers results and the normal nt-probnp and cardiac imaging and clinical correlation, the customer suspects a persistent interference with the patient's sample: the troponin t hs result was 3486 ng/l. The myoglobin result was 1006 ng/ml. The ck-mb result was 302 ng/ml.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Sample material was provided for investigation. The investigation is ongoing.